Event description:
Additional information received from the distributor indicated the device was prepped per IFU. There was no indication of damage to the device during preparation. The site denied maintaining negative pressure during loading and advancement to the target lesion. There was moderate stenosis. The balloon rupture occurred after the second inflation. The reported event did not impact the procedure as a competitor balloon was then used. No medical interventions were required.

Event description:
The balloon catheter was used during an angioplasty procedure. The balloon burst during inflation. A hole in the balloon was created distally. The reported issue was attributed to heavy plaque calcification of the target vessel. No segments of the device remained inside the patient. The patient did not require any additional procedures. The patient did not experience any adverse effects. There was no reported patient delay.

Manufacturer narrative:
H3: the balloon catheter was returned in two segments for analysis. Analysis confirmed the reported issue. The balloon burst and separated near the distal tip.